Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple occlusion alarms. The customer attempted to resolve the occlusion alarms by changing the infusion set site but the occlusions continued. A pump system check was performed and the occlusion was found to be within the infusion set tubing. During the pump system check, a new infusion set tubing was loaded and insulin was resumed. Reportedly, the customer had been using apidra insulin in their cartridge. Tandem technical support educated the contact regarding possible causes for occlusion alarms.